Manufacturer narrative:
The probable root cause of the reported complaint can be attributed to a calibration loss of the affected universal surgical manipulator (usm). This issue can be resolved by disabling the affected usm and perform a re-calibration of the affected usm via field service engineer service.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse recalibrated and inspected the system. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 did not move correctly. The tse could not find any related errors in the logs. There was no reported injury.